Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo study ended before the designated time. A repeat procedure might be necessary. Patient information is unavailable. There was no patient or user harm or injury as a result of the alleged device malfunction. No other known adverse events were reported.